Manufacturer narrative:
Investigation code(s): (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips with half a syringe of juvéderm volbella® xc and in the cheeks with 1 cc of juvéderm voluma® xc. Three months later, the patient awoke with ¿swelling, pain, and almost like an ulceration or a granuloma¿ in the upper lip. Biopsy was not provided. No complaint was made against the juvéderm voluma® xc. The patient was treated by a family physician with steroids and antibiotics the same week. The event is ongoing.